Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2021. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhage during menstruation') in a 39-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), alopecia ("hair loss"), headache ("headaches"), myalgia ("muscle pain"), bone pain ("bone pain"), amnesia ("memory loss"), fatigue ("severe fatigue"), insomnia ("insomnia"), allergy to metals ("metal allergies"), dry eye ("dry eyes"), dry mouth ("dry mouth") and paraesthesia ("tingling in the hands") and was found to have weight increased ("weight gain"). At the time of the report, the menorrhagia, alopecia, headache, myalgia, bone pain, amnesia, weight increased, fatigue, insomnia, allergy to metals, dry eye, dry mouth and paraesthesia outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, amnesia, bone pain, dry eye, dry mouth, fatigue, headache, insomnia, menorrhagia, myalgia, paraesthesia and weight increased with essure (ess205). The reporter commented: occurrence period: 2009. Patient's current status: since 2009, symptoms described. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhage during menstruation') in a (B)(6)-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), alopecia ("hair loss"), headache ("headaches"), myalgia ("muscle pain"), bone pain ("bone pain"), amnesia ("memory loss"), fatigue ("severe fatigue"), insomnia ("insomnia"), allergy to metals ("metal allergies"), dry eye ("dry eyes"), dry mouth ("dry mouth") and paraesthesia ("tingling in the hands") and was found to have weight increased ("weight gain"). At the time of the report, the menorrhagia, alopecia, headache, myalgia, bone pain, amnesia, weight increased, fatigue, insomnia, allergy to metals, dry eye, dry mouth and paraesthesia outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, amnesia, bone pain, dry eye, dry mouth, fatigue, headache, insomnia, menorrhagia, myalgia, paraesthesia and weight increased with essure (ess205). The reporter commented: occurrence period: 2009. Patient's current status: since 2009, symptoms described. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.